Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2019, a device erosion event was reported by npce to the FDA, (manufacturer report number (MFR#) 3004426659-2019-00043). At that time the patient underwent a device replacement procedure. On (B)(6) 2020, the patient's neurostimulator was explanted due to erosion. Detailed information regarding the 2020 neurostimulator explant, and associated erosion, is not available. However, it is suspected that this event may be related to the prior device erosion reported in 2019.